Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a device history record review could not be completed for this complaint as the material and lot numbers provided are 'unknown.' To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a 50ml syringe with the plunger rod damaged. No other defects or imperfections were observed. It could be possible for this defect to occur if there was a jam during the plunger rod-rubber stopper inducing the damage to the plunger rod. The assembly process was audited confirming that all the equipment was properly set. No other issues were found. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ luer lock syringe plunger broke. The following information was provided by the initial reporter: "the plunger of multiple syringes have broken and are a safety hazard for our employees".